Event description:
Customer was admitted to the hosp for acute fatigue directly related to the job at a child care center. One of the children was sick with the flu in the group. The blood glucose were slightly high. Pump was removed upon admittance. Certified diabetes educator noticed that the driver arms were broken away from the driver block, but did not mention when this might have happened. Troubleshooting was done with the certified diabetes educator. The pump passed the rotation test, but nothing exited. No further testing was done at that time.